Event description:
It was reported that (4) devices were used during a procine lab. It was reported by the affiliate that the lcsc5 blades, used with a hp053, emitted an alarm soon after activation. One of the blades tissue pad fell off (not into the pt). Another one jaw broke off (not into pt). Another instrument was used to complete the case. There was no consequence to any pt.